Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6). Implanted: (B)(6) 2023, explanted:(B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 11-mar-2023, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and fentanyl via an implantable pump for unknown indications for use. It was reported that the patient had flare up of pain throughout the past week, felt like they were walking on fire, reports of falling due to the increased pain. An increase in bolus dosing by 10mcg each and increase in fentanyl 100mcg was made additional information received from the healthcare provider via a clinical study indicated that hydromorphone was increased by 0.3mg. Additional information received from the healthcare provider via a clinical study indicated that the patient continued to experience pain. Their hydromorphone was increased by an additional 0.3mg. Additional information received from the healthcare provider via a clinical study indicated that the pump helped their right foot pain but not their left additional information received from the healthcare provider via a clinical study indicated that the patient's pain was 9/10. A decrease in bupivacaine by 1mg was made and an increase in hydrophone by 0.3mg.: additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 100mcg and increase in boluses by 10mcg each was made. Additional information received from the healthcare provider via a clinical study indicated that an increase hydromorphone by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient was unsure if the pump was providing relief. A normal dye study was performed. The pump was refilled with a 0.3mg increase in hydromorphone. Additional information received from the healthcare provider via a clinical study indicated that a catheter dye study was performed and the catheter had shifted towards the left. The spinal segment was revised/replaced.